Event description:
Legal counsel for the patient reported patient underwent a right total hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel reported patient was revised on (B)(6)2012, due to patient allegations of pain, fluid buildup, lack of mobility, tissue/bone destruction, inflammation and metallosis. Review of invoice history confirmed the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-05074 / 05075).

Event description:
Legal counsel for the patient reported patient underwent a right total hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012 due to patient allegations of pain, fluid buildup, lack of mobility, tissue/bone destruction, inflammation and metallosis. Review of invoice history confirmed the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in the revision operative report noted the revision was due to pain and further noted the presence of clear fluid, gray granular redundant synovium, a pseudotumor, metallic debris, and grayish granular tissue.